Manufacturer narrative:
(B)(4). Batch #: v94h8k. Date of event is unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed, held, and formed eleven conforming clips. The event described could not be confirmed as the clips were held as expected, the device performed without any difficulties noted, and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: excessive tissue manipulation with clip in jaws may result in clip dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device clips looked as if they came out but didn¿t actually tighten on the vessel. They just fell off into the abdominal cavity. Had to open another device to successfully complete procedure. Device was not fired over another clip or hard structure. Additional time under anesthesia was 5-10 minutes to troubleshoot and open additional device to complete procedure. Patient consequence was not reported. No further information is available.